Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that difficulty crossing placed stent occurred. Vascular access was obtained via the radial artery. The 16x4.0mm target lesion was located in the moderately tortuous and non calcified right coronary artery (rca). The physician had implanted one stent at the distal rca and another stent at the proximal rca segment. Subsequently, a 4.00 x 16 synergy¿ drug eluting stent was selected for use and advanced to the mid rca as an overlapping stent to treat some stump in the mid segment as shown in the angiographic result due to the vessel anatomy; however, the device failed to cross the previously placed stent in the proximal rca. The device was removed and the procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on the balloon and stent damaged. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with stent struts overlapped and bunched within the proximal portion. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the exposed proximal end indicating crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).